Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing came off. Reportedly, her blood glucose was around 300 mg/dl which she self-treated with a needle and gave herself 3 to 4 units of insulin. No further information available.